Event description:
The facility reported a colleague infusion pump with failure code 810:03. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 810:03 was confirmed in the pump's event history. The root cause of the reported problem was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Correction: confirmation of the problem was originally omitted. The condition of a colleague infusion pump with a failure 810:03 was confirmed by baxter personnel in the pump's event history. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Date in the previous follow-up was incorrect. It should have stated (B)(4) 2012.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.